Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced nausea and presented to the emergency room (ER) on (B)(6) 2017. Physician ordered laboratory analysis and removed the trial lead the same day. The patient's white blood cell count was found to be elevated and the patient was admitted to the hospital in order to receive IV antibiotics. The patient was discharged from the hospital on (B)(6) 2017.